Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Fingers are not fitting to get the tampon out [foreign body in reproductive tract]. Hurts- vagina [vulvovaginal pain]. Uncomfortable- vagina [vulvovaginal discomfort]. When I insert the tampon, I like to put it in deeper. I think I put it in too deep [device use issue]. I cannot find the string anymore, it came off- tampon [device breakage] cannot find the string anymore. Fingers are not fitting to get the tampon out [complication of device removal]. Case description: consumer called stating she could not find the tampon string, it came off. She reported she put the tampon in too deep, and her fingers could not fit to get it out. No serious injury was reported.